Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing data points on the corvue trend were noted. The patient was having about 13% pvcs and that the pvcs were frequent and noticeable on the real-time electrograms. No documentation was provided at the time of the call. No programming changes will be made as the vt-1 zone is an active therapy zone. A plan with the patient to attempt to get the patient's pvcs under control will be discussed. Patient is fine.